Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2006. The pt experienced a lot of drainage and bleeding. After awhile, it became too painful to have intercourse. The pt went for a second opinion because, the drainage and foul odor became too much to bear. This doctor said, the swelling and inflammation was so severe that there was no way the pt could have been able to have intercourse. Still another doctor said, the mesh eroded on the top and bottom. The pt had another surgery with the first surgeon and all of the mesh was removed in 2010. Already the pt has less drainage and bleeding. The pt will follow up with the surgeon in four to six weeks. For about one year, the pt has had decreased blood flow to the lower extremities and experienced blood clots in both legs.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart meter has a battery indicator issue. The patient manages her diabetes with oral medication. The battery indicator issue began on (B)(6) 2010 at 8 am. Since then, the patient reportedly has been taking her usual oral medication of metformin (2 pills in the morning and 2 pills at night). It is not known if the patient was able to obtain her blood glucose readings on the subject meter or on any other device since the onset of the power issue. On (B)(6) 2010 at 6 pm, the patient claimed that she received medical intervention with insulin and 3 bags of IV fluid in the emergency while obtaining blood glucose readings of "500 mg/dl" on the doctor's meter and "438 mg/dl" on the hospital meter. There were no reports of symptoms at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the customer care advocate concluded that there was no product misuse and the battery did not need to be replaced. The product issue was not resolved. Replacement products were sent to the patient. This complaint being reported because the patient reportedly received medical intervention suggestive for hyperglycemia 5 months after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.